Event description:
It was reported that during the implant procedure, defibrillator threshold testing (dft) was attempted, but was unsuccessful in inducing ventricular fibrillation. Following two attempts, loss of capture was noted through the device. Outputs were set to maximum and cardiopulmonary resuscitation (CPR) was initiated. The patient had pulseless electrical activity (pea). The patient received epinephrine, atropine, dopamine, vasopressin, and amiodarone during the code. Patient had episodes of ventricular fibrillation requiring multiple direct-current cardioversions (dccvs). Pericardial effusion and tension pneumothorax were ruled out by echocardiogram, fluoroscopy, and ventilator pressures. The clinicians were unable to get a pulse. An arterial line was placed during the code. CPR generated arterial pressures, but no wave forms present during pea. Echo and fluoroscopic images demonstrated cardiac standstill. The patient was pronounced dead.

Manufacturer narrative:
(B)(4).